Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a loss of therapeutic effect and no stimulation sensation following a seizure from allergic reaction to iodine used in a cat scan. Subsequently, the pt could only feel the stimulation occasionally and had a surging sensation down to the toes which occurred every other day. After switching from program 4 to program 1, the pt felt the stimulation and was going to try these settings until following up with her healthcare professional. Additional info was requested.